Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was perforation by the atrial lead. Initially, it was suspected that the ventricular lead had perforated; however, thoracotomy revealed perforation by atrial lead. Hemostasis was performed at the atrial and the procedure was completed without any adverse consequences to the patient. No anomaly was confirmed during the device check after thoracotomy.